Event description:
It was reported that during the leadless ipg implant procedure, the device exhibited high thresholds at approximately seven different places. No threshold could be achieved. A temporary lead with an external cardiac pacemaker showed normal contraction behavior. The leadless ipg was programmed on and put into saline bath and determined to be working properly. The external pacemaker with the temporary lead could detect the stimulation pulses. The leadless ipg was not implanted, and patient to receive another solution. No patient complications have been reported as a result of this event.